Event description:
The hospital reported that the vasoview hemopro 2 was broken when it came out of the box. The device element bent. No carton damage. A new device was used. No injury reported.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 08/14/2023. An investigation was conducted on 08/17/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed on the device. A microscopic evaluation was conducted.the clear silicone insulation of the hot jaw was observed to be intact with no visual defects. The cold jaw was observed to show signs of peeling. The heater wire was observed to be detached from the tip of the hot jaw. The heater wire was flexed and twisted away from the base of the jaw. Based on the returned condition of the device and evaluation results, the reported failure "material twisted/bent wire" as well as the analyzed failure "peeled; jaw" was confirmed. The lot # 3000320597 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.